Event description:
A 16mm diameter x 6.5cm length aneurx iliac stent graft was inserted into patient for treatment of an abdominal aortic aneurysm. Vessel morphology was moderately tortuous with slight calcification. It was reported that the physician had successfully deployed the bifurcated stent graft. The physician was advancing the stent graft to the intended landing zone when the quick disconnect button disengaged partially deploying the iliac limb in an unintended landing zone and partially in the introducer sheath. During an attempt to reconnect the button the graft the stent graft was pushed proximal to the top of the bifurcated stent graft. The physician elected to convert the patient to an open surgical repair. The patient was reported to be fine.